Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log. Investigation findings: no determination of over delivery can be made. The accuracy of the device cannot be determined solely by the event log. Conclusion: the accuracy of the device cannot be determined solely by the event log. Eitan medical has requested the pump to be received for investigation. When received, the pump will be tested, and the test results will be presented in a follow up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported no human harm occurred, and no medical intervention was required.